Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Following our receipt of the one partial returned used sensor/missing one needle hub, and performed a visual inspection and checked for physical damage and none was found (under naked eye). Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor passed per specifications see attached file for results. In summary, the customer complaint of unexpected sensor alerts was not confirmed. Found sensor electrode with no physical/electrical damaged, submerged sensor under different levels of glucose and sensor passed with accurate readings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and a difference in sensor glucose and blood glucose readings. Also, reported receiving change sensor alert. The customer blood glucose was 48 mg/dl. The customer was able to treat themselves. The event involved product(s) mmt-7040a. Troubleshooting was not performed for hypoglycemia. Customer was using the auto mode/smartguard feature at the time of the event. Also, customer has been using the insulin pump system within 48hours of reported event. Troubleshooting was performed for difference in readings and the customer blood glucose was 48 mg/dl and sensor glucose value were 148 mg/dl at the time of incident and found the difference between sensor glucose and blood glucose values which is not within range. Insulin delivery was not suspended due to difference. No further patient complications were reported. Mmt-7040a was requested for analysis and customer confirmed it will be returned.